Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Promus element plus (B)(6) pmss clinical study. It was reported that coronary artery restenosis occurred. In (B)(6) 2013, the patient presented with asymptomatic ischemia and the index procedure was performed. The target lesion was located in the distal right coronary artery (rca). The target lesion was treated with pre-dilation and implantation of a 2.25×32mm promus element plus stent at 10 atmospheres. Following post-dilatation, the residual stenosis was 0% and timi flow was 3. The procedure was completed. Two days post procedure, the patient was discharged. In (B)(6) 2017, coronary artery restenosis in distal rca occurred. In (B)(6) 2017, percutaneous coronary intervention was performed as a treatment. The following day, the patient's condition improved.